Event description:
The customer reported that the 9900 system would lose power. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The system software and customer's data were reloaded. The interface cable assembly, interconnect cable and mainframe power supply were replaced and adjusted. The system was tested and operates as intended.